Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands were stuck and could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed one band was moved and stuck at the tip of the ligator cap.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had no bands on it. The handle had evidence that the trip wire was secured, and there were no damages found on the device. Per media analysis on the provided photo, it showed the ligator housing with six bands on it and one of them was stuck and could not be deployed. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis of the returned device, the ligator housing had no bands attached, and there were no damages noted on it. It is possible that the way the device was placed or the tortuosity of the patient's anatomy during the procedure could have affected the bands deployment. However, the condition of the returned device revealed as if its functionality was met since all the bands were deployed. Due to lack/loss of evidence and without proper evaluation of how the device looked on the media analysis against what was actually returned, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands were stuck and could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed one band was moved and stuck at the tip of the ligator cap.